Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer's father stated that they received multiple power error alarms in the last few days. The customer was advised to wait for the led flashes to stop blinking and add new battery. The customer was advised to call at an early stage if the alarm appeared again.